Event description:
The customer reported a pixel issue on the touchscreen. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.